Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems bladder probs.,"), urinary tract disorder ("bladder/urinary problems: urinary probs."), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, perforation, psychological trauma, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: essure removal not planned as the patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) conducted, specify: results of confirm. Test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), allergy rash/skin condition, perforation: other, psych injury, bladder/urinary problems bladder problem., urinary probs., other injuries/symptoms fatigue, gi conditions, hair loss, hormonal changes, headaches, nausea, vision problem, weight gain were added. Plaintiffs information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.